Manufacturer narrative:
(B)(4). Device history record review was performed on the balloon catheter with no relevant findings. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU indicates, "do not inflate the balloon beyond stated maximum inflation capacity of 0.6 cc to minimize the risk of cystic duct damage or rupture. Do not use excessive pressure to inflate the balloon." The IFU also advises the customer to test the balloon for inflation and deflation prior to use. A corrective action is not required at this time as the potential cause of this complaint issue could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the balloon catheter with no evidence to suggest a manufacturing related cause. The potential cause of a balloon burst could not be determined based upon the information provided and without a sample.

Event description:
This patient was undergoing a laparoscopic cholecystectomy and intraoperative cholangiogram. The surgeon was using the arrow percutaneous laparoscopic cholangiography set with karlan balloon catheter. The balloon at the tip of the catheter burst and broke. There was no further information provided.

Manufacturer narrative:
Qn#(B)(4). The device is not expected to be returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Maude report: this patient was undergoing a laparoscopic cholecystectomy and intraoperative cholangiogram. The surgeon was using the arrow percutaneous laparoscopic cholangiography set with karlan balloon catheter. The balloon at the tip of the catheter burst and broke. There was no further information provided.